Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 16 x 2.50 mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal stent region were noted to flattened and slightly bunched. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-apr-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced; however, the stent did not pass through the lesion. No further patient complications were reported. However, returned device analysis revealed stent damage.